Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported that on (B)(6) 2015, at approximately 3:00 pm he tested customer's blood sugar using her adc blood glucose meter and received a reading of 387 mg/dl, which was higher than she felt. Caller further reported he administered an unspecified amount of insulin in response to the reading. Later customer began experiencing "all the bad symptoms" and "was not acting right" so he re-tested and received a reading of 150 mg/dl. Customer was taken to a local emergency room where a reading of 34 mg/dl was received on a hospital meter. Customer was treated "with something to bring her sugar up" and she was discharged 4-5 hours later. No further information was provided as caller declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.